Event description:
Boston scientific received information from a competitor representative that the patient with this right ventricular lead presented after experiencing acute pectoral muscle stimulation. An x-ray was performed where it was discovered that all three of the patient's leads had dislodged. Despite being dislodged, this lead displayed good thresholds, impedances and sensing. The patient was to be referred to their implanting physician for a lead revision procedure. There were no adverse patient effects reported. Available information indicates that the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.